Event description:
It was reported that the bulb syringe "came apart in the middle of the bulb". The customer reported that mechanical suction was required due to the bulb breaking.

Manufacturer narrative:
It was reported that the bulb syringe "came apart in the middle of the bulb". The customer reported that mechanical suction was required due to the bulb breaking. The customer reported there was no serious injury identified, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.